Event description:
Technician alleged that when the brakes were engaged the brakes did not hold at the head end.

Manufacturer narrative:
Technician found that the set screws were broken off in the hex rods. He replaced the set screws and hex rods and the brake functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.